Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, tissue would stick to the jaws of the device after sealing and cutting. The device was sticking more than usual, and it required extra effort to carefully separate the tissue. There was no patient injury.